Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient presented to hospital for evaluation of abdominal discomfort. Patient was found with inferior vena cava thrombus but no evidence of pulmonary embolism. Therefore, patient immediately underwent deployment of an inferior vena cava (ivc) filter in conjunction with abdominal paracentesis for ascites. Access was gained via the right internal jugular vein. An intra-procedure cavogram showed a large tubular thrombus in the infrarenal segment of the inferior vena cava. The ivc filter was deployed just below the left renal vein entry site and above the thrombus. Following day, patient underwent total abdominal hysterectomy and bilateral salpingo-oophorectomy. Patient was discharged from the hospital on warfarin. Approximately five month post ivc deployment, the patient underwent an attempted and scheduled retrieval of the ivc filter. Access was gained via the right internal jugular vein. A vena cavagram demonstrated a patent inferior vena cava with no previously identified thrombus. Further, there was suggestion that the ivc filter apex was embedded within the wall and covered by intima with some irregularity along the lateral aspect of the body of the ivc filter as well along the wall suggesting intimal hyperplasia. The ivc filter struts to the left penetrated the wall minimally. Attempts at retrieval were performed; however, a catheter could not be passed across the right aspect of the apex and a sheath could not be advanced over the apex. Next, multiple attempts were made using a snare and femoral approach with different catheter types. However, ivc filter retrieval was not successful and the ivc filter remained in place. Of note, there was a fracture of one of the primary struts of the ivc filter. The leg remained in position but there was disruption of the strut as it extended up to the mid portion of the filter. The upper portion of the strut remained intact and connected to the apex. Recommendations were made to x-ray the abdomen annually to document the integrity of the filter. The current condition of the patient and that of the filter is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five months post ivc deployment, the filter apex was embedded within the wall and covered by intima. Attempts at retrieval were performed; however, a catheter could not be passed across the right aspect of the apex and a sheath could not be advanced over the apex. Next, multiple attempts were made using a snare and femoral approach with different catheter types. However, ivc filter retrieval was not successful and the ivc filter remained in place. Of note, there was a fracture of one of the primary struts of the ivc filter. Therefore, the investigation is confirmed for limb detachment, filter tilt, and retrieval difficulties. Per the provided medical records, the filter was embedded within the wall and covered by intima with some irregularity along the lateral aspect of the body of the ivc filter, as well along the wall suggesting intimal hyperplasia. This likely led to the inability to advance a sheath over the filter, resulting in failed retrieval. However, based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2015); (03/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for unknown reasons. At some time post filter deployment, it was alleged that the filter detached, tilted and embedded within the wall of the ivc causing the filter to be irretrievable. The device has not been removed after an attempted but unsuccessful removal procedure the current status of the patient is unknown.